Manufacturer narrative:
This product is registered as a combination product. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2020-06916. It was reported that patient presented for device interrogation due to fall. The right atrial (ra) and right ventricular (rv) exhibited loss of capture. Dislodgement was noted on both the leads. The leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of no capture was not confirmed. A partial lead with only distal portion was returned in one piece. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Additional information: d10.